Manufacturer narrative:
The system was not returned to galil for physical investigation. Instead, the galil medical distributor sent pictures of the system to galil medical technical support in (B)(4). The picture showed a dual image on the screen, and the coloring was incorrect. It was determined to send a monitor assembly and an electrical tray to the distributor. The distributor field safety engineer replaced both the monitor and electrical tray. After replacing the parts, the system booted up normally and the system passed all testing per the service requirements.

Event description:
The customer reported that 2 minutes into cryoablation procedure, the operator stopped the freeze cycle as the patient felt a pain. The patient was under local anesthesia at the time. The physician stopped the procedure as the operator was unable to reboot the system after many restarts. The operator tried to restart the system after a long wait. The system rebooted successfully and operated normally. The physician did not consider the procedure successful there were no patient consequences reported.